Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on or about (B)(6) 2008 receiving a biomet m2a magnum hip system. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent revision on (B)(6) 2009 due to patient allegations of seroma. The stem, head and taper adapter were removed and replaced with another m2a head, taper adapter, and an integral stem. Patient underwent a second revision on (B)(6) 2010 due to patient allegations of seroma. The head and taper adapter were removed and replaced with a biomet m2a head and taper adapter. Patient underwent a third revision on (B)(6) 2010 allegedly due to suspected alval and poor cup ingrowth. The head, cup, and taper adapter were removed and replaced with biomet head, cup and liner. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Catalogue number/lot number/expiration date - unknown. Manufacture date - unknown. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 6 of 8 mdrs filed for the same patient (reference 1825034-2013-00424/ 00430 & 1825034-2013-00046).

Manufacturer narrative:
This follow-up report is being filed to relay the revision date and the reason for the revision procedure, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Med watch report 1825034-2011-01159 was forwarded to the FDA (B)(4) 2011 this report is number 1 of 8 mdrs filed for the same event (reference 1825034-2013-00046-1 and 00424/ 00430).